Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder jaw boots lifted off while inside the leg. No parts detached. A new hemopro unit was used to complete the procedure. The hosp reported no pt effects. The product is returning.

Manufacturer narrative:
(B) (4) - peeling. The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the investigation is completed. (B) (4)